Manufacturer narrative:
Omit: a24 - adverse event without identified device or use problem (2993), g07001 - part/component/sub-assembly term not applicable, c19 - no device problem found, d14 - no problem detected. Investigation summary: the root cause for the reported issue of a programming error - bolus dose of propofol while in anesthesia mode was reportedly attributed to user programming; however, it could not be confirmed the reported issue without having the pcu event log for analysis of the actual key press programming that occurred. The customer provided pump module event log only. The pump module event log does not have enough information to confirm a bolus infusion was performed in anesthesia mode in error. The pump module event log showed the occlusion retries number had changed from 9 (value that is default for anesthesia mode) to 7 suggesting anesthesia mode was discontinued, prior to the recording of a bolus dose infusion. A bolus infusion rate of 999ml/h with a volume to be infused at 55ml was recorded performed to completion after the noted change above. What the drug/fluid was that infused could not be ascertained from the pump module event log. The pcu event log was requested but was not provided to bd for analysis.

Event description:
It was reported that the patient was returned to the cardiovascular intensive care unit (cicu) from the operating room after a surgical procedure to implant impella. The physician assistant (pa) was at bedside discontinuing the intra-aortic balloon pump (iabp) and the patient was reportedly "moving around preventing homeostasis." An order was given to the nurse to deliver a bolus of propofol. The bolus was administered as ordered. However, the clinician did not realize that the pump was still in anesthesia mode (was used during or procedure) and was not changed to the cicu setting of "adult mode." Since the pump was in anesthesia mode when the propofol bolus was given, a "larger dose" was administered as compared to if the pump was in adult mode. After the bolus was administered, the patient's blood pressure reportedly decreased, which led the patient to code and a va-ECMO (veno-arterial extracorporeal membrane oxygenation) was initiated at the bedside. The patient had to be transferred to another unit for the management of va-ECMO. It was then reported that after stabilization, the patient went to the cath lab for an ablation the next day. Eventually the patient had a left ventricular assist device (lvad) placement, "which was the original plan."

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the patient was returned to the cardiovascular intensive care unit (cicu) from the operating room after a surgical procedure to implant impella. The physician assistant (pa) was at bedside discontinuing the intra-aortic balloon pump (iabp) and the patient was reportedly "moving around preventing homeostasis." An order was given to the nurse to deliver a bolus of propofol. The bolus was administered as ordered. However, the clinician did not realize that the pump was still in anesthesia mode (was used during or procedure) and was not changed to the cicu setting of "adult mode." Since the pump was in anesthesia mode when the propofol bolus was given, a "larger dose" was administered as compared to if the pump was in adult mode. After the bolus was administered, the patient's blood pressure reportedly decreased, which led the patient to code and a va-ECMO (veno-arterial extracorporeal membrane oxygenation) was initiated at the bedside. The patient had to be transferred to another unit for the management of va-ECMO. It was then reported that after stabilization, the patient went to the cath lab for an ablation the next day. Eventually the patient had a left ventricular assist device (lvad) placement, "which was the original plan".